Event description:
It was reported that the non dependent patient presented to the emergency room feeling fatigued. Upon device check, the right ventricular lead exhibited loss of capture, high impedance and noise. The lead was capped and replaced on (B)(6) 2017. Patient was stable.